Event description:
It was reported that presented to clinic with multiple pump stops, low voltage, and external power disconnect alarms. The patient reported all alarms were while on mobile power unit (mpu). The mpu would alarm, go black, and then after ~30 seconds green light would come back on. The mpu was plugged in at clinic and there was a green light. The patient's last 6 alarms were 29mar2024 at 07:00 showing external power disconnects and low voltage hazard alarms, as well as on 17mar2024 at 07:11 external power disconnects and low voltage hazard alarms. The log contained the events on 29mar2024 and were likely caused by the mpu power cord coming loose at the ac wall outlet. The files did not contain data from 17mar2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm the multiple pump stop events reported by the account. Evaluation of the submitted log files was unable to confirm the reported multiple pump stop events. The captured data (spanning on (B)(6) 2024 at 11:32:12 through on (B)(6) 2024) showed the pump operating as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) until the patient passed away on (B)(6) 2024 (reported under manufacturer report number 2916596-2024-02843). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C, and the hm 3 lvas patient handbook rev. D, are currently available. The IFU lists adverse events that may be associated with the use of the hm 3 lvas. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.